Manufacturer narrative:
(B)(4) 2014; this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a scheduled follow up, the physician reported loss of ventricular pacing and a high ventricular impedance (greater than 3000 ohms). A re-intervention was performed. No irregularities were noted to the leads. Therefore, the device has been replaced. The physician observed some liquid in the device header ventricular channel during lead disconnection.